Event description:
It was reported that 4-5 days following subject flow diverter implantation procedure the patient had a fatality. It was reported that the patient died from a cardiac arrest. No further information is available. The relationship between the device and the patient event is unknown.

Event description:
It was reported that 4-5 days following subject flow diverter implantation procedure the patient had a fatality. It was reported that the patient died from a cardiac arrest. No further information is available. The relationship between the device and the patient event is unknown.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information stated "at a patient had a fatality following a procedure where a stryker device was used." The death occurred 4-5 days post intervention at the patients home. Patient died from a cardiac arrest. Antecedent of multiple sclerosis. No acute condition reported pre or during intervention. Awaiting coroners report. It was stated that the user did not observe any malfunction of the device during the procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. After reviewing the additional information received, there is no new information that impacts or changes the current assessment decision of this complaint, therefore, the reportability assessment decision remains unchanged. If any additional information is received that could potentially impact the current assessment decision of this record and/or the root cause of the investigation, the record will be reopened to incorporate and assess the information accordingly. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.